Event description:
It was reported that the patient's finger pulse oxygen decreased, the ventilator alarmed "insufficient tidal volume", gas came out of the mouth, and the endotracheal tube's cuff collapsed, with a pressure of 0mmhg. After re-inflating the cuff, the cuff did not expand, and the cuff pressure was still 0mmhg, considering the cuff air leakage. The endotracheal tube was removed, and a size 7 tube was inserted. The cuff was inflated to a cuff pressure of 25mmhg. After inflation, it was observed for 5 minutes. The cuff pressure did not decrease after re-testing, the finger pulse oxygen was 100%, and there was no continued air leakage in the patient's mouth. Adequate tidal volumes were restored approximately 2-3 minutes from discovery to recovery.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (curity, 9475e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.